Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The company representative reported via email that the customer's insulin pump was not able lock in the reservoir. The customer's blood glucose was unknown. The customer's reservoir would fall out when changing the reservoir due to a possible crack. The customer's insulin pump also had condensation inside the screen. The customer did not return the product for analysis.